Manufacturer narrative:
Hamilton medical ag comes to the conclusion: failure effect: the device is supposed to alarm with tf 444001 when the batteries are completely discharged. Root cause: defective battery. Correction: replacement of defective component.

Event description:
The following was reported to hamilton medical ag: summary:tf 444001 (batteries completely discharged).